Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has reproduced the described customer issue. Evaluation of the received device logs could also confirm the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that a broken inspiratory valve flow controller printed circuit board inside of the o2 gas module was the cause.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).